Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the emergency room (ER) for suspected peritonitis. Culture results were pending at the time of the initial report. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 (unknown signs/symptoms). The patient had pd effluent cultures drawn at the ER for suspected peritonitis. The patient was administered one dose of intravenous (IV) vancomycin (dose unknown) while in the ER. The patient was discharged from the ER and not admitted to the hospital. The pd clinic prescribed the patient intraperitoneal (ip) vancomycin for 21 days per the peritonitis algorithm. However, the patient¿s pd catheter (not a fresenius product) stopped working. The pdrn did not have any update on the patient¿s status since (B)(6) 2021 when the catheter stopped working. The patient had not been in contact with the pdrn, and the doctor had not provided any updates. It is unknown if the patient has been receiving the antibiotics for the peritonitis event. The patient¿s culture results have not been sent to the pd clinic from the ER. The pdrn stated the suspected cause of the patient¿s peritonitis event is touch contamination based on patient history of adherence to proper technique, but without the culture results they cannot confirm. The patient did not report any cassette leak or cycler issue related to this peritonitis event. The status of the patient is unknown.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the culture results are not available and no cause can be confirmed, the pdrn suspects touch contamination based on the patient¿s history of adherence to proper technique. All dialysis treatments include risk for infection due to the patient being immunocompromised and the dialysis techniques increasing the potential for microbial contamination. Based on the available information and no evidence or allegation of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the emergency room (ER) for suspected peritonitis. Culture results were pending at the time of the initial report. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 (unknown signs/symptoms). The patient had pd effluent cultures drawn at the ER for suspected peritonitis. The patient was administered one dose of intravenous (IV) vancomycin (dose unknown) while in the ER. The patient was discharged from the ER and not admitted to the hospital. The pd clinic prescribed the patient intraperitoneal (ip) vancomycin for 21 days per the peritonitis algorithm. However, the patient¿s pd catheter (not a fresenius product) stopped working. The pdrn did not have any update on the patient¿s status since (B)(6) 2021 when the catheter stopped working. The patient had not been in contact with the pdrn, and the doctor had not provided any updates. It is unknown if the patient has been receiving the antibiotics for the peritonitis event. The patient¿s culture results have not been sent to the pd clinic from the ER. The pdrn stated the suspected cause of the patient¿s peritonitis event is touch contamination based on patient history of adherence to proper technique, but without the culture results they cannot confirm. The patient did not report any cassette leak or cycler issue related to this peritonitis event. The status of the patient is unknown.